Manufacturer narrative:
Relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-dec-2023, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 06-jul-2022, labeled for single use: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), high thresholds were observed. The device had a good measurements during third deployment. It was noted that after pulling the tether got stuck inside the delivery system and some clots were visible on the proximal end of the tether. Physician tried to pull the tether slowly, at different angles and distances of the delivery system with no success so they had to pull the delivery system out along with device. Leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4: model #: mc1vr01-delsys d9: yes, return date: 20-feb-2023 h3: yes dev rtn to MFR? Yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The lumen of the delivery system was damaged. There was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. Blood was observed on the delivery system (not obstructed). Blood was observed in the lumen of the delivery system. The analyst noted the full delivery system was returned with the device separated from the tether and delivery system. The deployment button was locked in the deployed position on the delivery system handle with the recapture cone in the deployed position upon receipt. The tether was cut at the distal end of the delivery system with one side of the tether coming out of the tether lumen of the inner shaft. There were no anomalies found with the recapture feature on the device. The tether was cut at the tether pin. There was blood clotted on the tether. The lumen was torn with a flat wire mesh exposed in the pull lumen. Articulation was not performed as the device was separated from the delivery system and the tether was cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.